Event description:
A 4.0x100 mm angiosculpt device was delivered through a 6f terumo sheath (not mfg by angioscore) over a 300 cm, 0.014" grand slam wire (not mfg by angioscore) to sequential lesions in the distal popliteal (pop) vessel and mid to proximal superficial femoral artery (sfa). After two inflations at a maximum of 7 atmospheres (atm), the angiosculpt device was removed with significant difficulty requiring the assistance of forceps holding the guide wire one centimeter away from the hub. The process was repeated incrementally until the angiosculpt device cleared through the touhy-borst valve. The grand slam wire was replaced by a 300 cm, 0.014" bmw wire (not mfg by angioscore) exchanging through a 0.035" and a 2.0x40 mm angiosculpt device was delivered to the sub-totaled peroneal artery and inflated several times. The 2.0x40 mm angiosculpt device also exhibited the same difficulty in removal. The 4.0x100 mm was then re-used to re-treat the sfa at approx 8 atm and required the same forceps method to be removed. An invatec 4.0x100 mm balloon (not mfg by angioscore) was introduced, inflated and removed with ease to complete the procedure.

Manufacturer narrative:
The pt weight is unk. The hosp declined to provide the info. The physician had difficulty removing the angiosculpt device. The physician had to rewire the lesion which resulted in prolongation of the case. There was no clinical injury reported by the physician. The angiosculpt device was returned for lab analysis. Visual exam did not identify any unusual characteristics. Initial insertion of the 0.014" lab guide wire showed resistance. Upon flushing the lumen with water, no resistance was observed of the guide wire in the lumen. Based on the lab analysis, no evidence of a device malfunction was noted.